Event description:
Customer allegedly obtained results of 75mg/dl, 157mg/dl, and 157mg/dl within 10 minutes on the advantage system. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.